Manufacturer narrative:
Date of the event was estimated. Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient had some seepage and wasn't even aware that it occurred. The patient stated that she left a message for her health care professional for direction. The patient did not have her patient programmer but the event was described as sudden. It was stated that the patient would make a small adjustment and then track the symptoms. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the cause was due to the setting was too low and the patient went to the doctor to adjust the setting. It was confirmed that the sudden seepage had been resolved. There were no further symptoms or complications reported or anticipated.